Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
This is event 3 of 3 of the same event. It was reported from (B)(6) that during service and evaluation, it was determined that the motor device cable/cord was damaged, the controller and motor were defective, the device was too noisy, the device was getting hot and the housing was worn. It was further determined that the device failed pretest for: motor thermistor assessment, safety assessment, noise assessment, handpiece temperature assessment and hand control assessment. It was noted in the service order that the device had an unspecified malfunction while in use with two small battery drive devices in a cadaver demonstration workshop. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.